Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter product surveillance of a leakage on a clearlink paclitaxel set. This condition occurred at an unknown process step. There was no report of any patient injury or medical intervention. No additional information is available. This is report 1 of 3 of the same reported problem from this facility.